Event description:
It was reported to gore that on (B)(6) 2004, a patient underwent a procedure for the treatment of pelvic organ prolapse where gore micromesh biomaterial was used. The patient alleges that the device ¿eroded¿ or had ¿fallen from original implant location¿, resulting in injury and pain. It is reported that on (B)(6) 2005, the patient underwent another mesh implant procedure in which portions of the gore micromesh biomaterial device were removed.

Manufacturer narrative:
All info has been placed on file for use in tracking, trending and follow-up.